Manufacturer narrative:
This is a product problem only. There was no adverse event which required intervention. A medtronic representative, following up with the site, reported that the positioning sensor unit (psu) stopped working in the middle of the procedure. The surgery was not abandoned, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. Type of reportable event is a malfunction. There was no serious injury. There was no adverse event which required intervention. Corrected patient code provided.

Manufacturer narrative:
Return requested. Replacement tool interface shipped to site 10/10/2016. Return requested for communication power cable and camera 10/11/2016. On 10/10/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Trouble-shooting and test order a digitilizer to correct issue. On 10/26/2016 a medtronic representative performed a second navigation system check-out, software and instruments areas passed. Hardware test failed. Positioning sensor unit (psu) did not work. The 8-port connector was replaced and internal camera connector disconnected then re-connected. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that, while in a cranial procedure, their navigation system camera was not working. The positioning sensor unit (psu) displayed a black status. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon the procedure and re-schedule. Delay in therapy was greater than one hour before continuing.